Event description:
It was reported that during preparation, error code 30 (capacitor voltage less than 600v - charger fault. Cap. Voltage too low) and error code 25 (charger fail - charger fault.) Were prompted. The procedure was canceled due to this event. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Event description:
It was reported that during preparation, error code 30 (capacitor voltage less than 600v - charger fault. Cap. Voltage too low) and error code 25 (charger fail - charger fault.) Were prompted. The procedure was canceled due to this event. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device was returned. The field service engineering (fse) confirmed the reported allegation, where the customer reported error code 30; testing revealed error code 25, leading to replacement of the p30 main board, recalibration, and verification that the system was safe and operational, confirming the allegation; however, product analysis at the yokneam repair center found the returned recon p30 main board was in good physical condition, passed self-tests with no errors detected, and deemed it was ok and reusable, concluding that errors 30 and 25 were not related to the part under investigation and the complaint was not confirmed. The device history record (DHR) review and stated that the device was installed on (B)(6) 2019 and this event occurred over 5 years after the system installation. After this period, component wear, failure or damage is possible based on product use. No evidence was found to indicate a manufacturing or design related issue. A risk review was completed and confirmed that the event of error messages 25, error code 30, and aborted/cancelled procedure or surgical delayed procedure were defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of cause not established was selected since the investigation findings do not lead to a clear conclusion about the cause of the reported event.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the device was returned. Visual inspection was performed and showed that the p30 main board was in good physical condition. The field service engineer (fse) confirmed the reported allegation of device display error message. After the fse performed the replacement of the p30 main board, the issue was resolved, and the unit was within specification. A risk review was performed and confirmed that the event of error messages (25 and 30) and aborted/cancelled procedure or surgical procedure delayed are known event defined in the product's risk management documentation. This event type has been accounted for during product risk to support acceptable risk benefit for the product. The investigation conclusion code assigned is cause traced to component failure, which indicates an expected or random component failure was identified without any design or manufacturing issue.

Event description:
It was reported that during preparation, error code 30 (capacitor voltage less than 600v - charger fault. Cap. Voltage too low) and error code 25 (charger fail - charger fault.) Were prompted. The procedure was canceled due to this event. There were no patient complications. This event is being reported for an aborted/cancelled procedure with a patient under general anesthesia or whose sedation status was unknown.